Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: implanted physician was dr. (B)(6). Device size 16 bead clasp lot # 8256, serial # (B)(4). Patient has history of barrett¿s esophagus. No hiatal or crural repair done at the time of implant. No mesh used at the time of implant. The severity of dysphagia was moderate. Linx device was found in correct position at time of removal. When asked if additional linx device was implanted again, the answer is no but the size and lot number of linx device is given. 17 bead, lot # 21338. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? Can it be confirmed that a replacement device was not placed after the 16-bead device was removed? Questions related to the gerd: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that preoperative to linx implant procedure on (B)(6) 2015 patient was diagnosed with gerd. Patient then had implantation of linx device with no complications. Patient has been experiencing ongoing moderate dysphagia and ongoing gerd symptoms post implant and linx device was explanted on (B)(6) 2019.

Manufacturer narrative:
(B)(4). The DHR for lot: 8256 was reviewed. No ncs, reworks, or defects related to the pc were found. Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, history of barrett¿s esophagus. Did the dysphagia improve after the device was implanted initially? N/a. Were there any intra-operative complications during implant? N/a. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? No. Can it be confirmed that a replacement device was not placed after the 16-bead device was removed? Yes. Questions related to the gerd: was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? N/a. Device availability: is the device available for return? No.